Event description:
User received discrepant psa result for one patient sample. Initial result was 0.024 ng/ml, repeat result was 1.67 ng/ml. Erroneous result was reported. Patient was not adversely affected. The field service rep determined there was a bad fpc cable and circuit card rack fan and replaced them. Performance tests were performed which were within specification.